Event description:
During a laparoscopic cholecystectomy procedure the needle broke while suturing the subcuticular tissue. An x-ray was not taken. The needle was not found. There was no pt consequence.